Event description:
The customer reported that they're getting a communication loss (comm loss) error on one of the sectors of the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
The customer reported that they're getting a communication loss (comm loss) error on one of the sectors of the central nurse's station (cns). The customer un-monitor and re-monitor the bedside. After doing this, the unit no longer appeared as a selection. Technical support (ts) asked the customer to check if the ip address is correct, change the cable/remove hit bomb and if needed to change the device to a different bedside to see where the break in communication is. The customer will check these and reach out again if needed. There was no patient injury reported.